Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was related to a broken cable. No material detached/broke off from the portion of the device that enters the patient. The jaws were not stuck shut on tissue as a result of the failure. There was no need to remove the instrument with the cannula. No images were available for review.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.